Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2018-01638. Approximate age of device - 1 years, 6 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted after the lvad system produced low speed operation alarms while the patient was at home. The patient had recently received a percutaneous lead (driveline) repair on "(B)(6)." The lvad team felt that the low speed operation alarms were leading to the low flow alarms that the lvad system also began producing. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Section d1: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (driveline) cut approximately 1¿ from the pump housing and 25¿ of the distal portion of the driveline was returned. The returned portions of the percutaneous lead (driveline) did not confirm wire damage that would have contributed to the reported low speed events. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Both segments of the driveline were tested for continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket, clear bionate, and metal braided shield appeared unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Both segments of the driveline were then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.